Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the downloaded receiver log confirmed the reported event of the receiver displaying the initializing screen without a manual restart. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The complaint device was received. Results are pending completion of evaluation. A follow up report will be submitted upon completion of investigation. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: the dexcom g4 platinum continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons (age 18 and older) with diabetes.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that the receiver displayed initializing screen without manual restart on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available.